Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified two holes in the pebax. During the procedure, a high force start flashing on the carto 3 system when coming on to ablation. The catheter cable was replaced without resolution. The grounding pad was replaced without resolution. The catheter was replaced, the issue resolved. The procedure was continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. Visual inspection and screening test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a reddish material inside the pebax. The magnetic and force feature were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. Then the device tip was inspected under microscope after performed the test, and it was found two holes on the surface of the pebax section. A manufacturing record evaluation was performed for the finished device number lot 31608348l and no internal action related to the complaint was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following recommendations stated in the carto 3 system manual: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).